Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 12 instances of line through display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 92 allegations of a malfunction, 49 pumps were returned to animas and investigated. Of the investigated pumps, 13 were found to be malfunctioning due to a line through the display. During investigation for unrelated complaints, there were 8 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 92 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-76 years of age and between 17 and 219 pounds. Of the reported patients, 33 were male, 59 were female, and 0 were unknown.